Event description:
It was reported that during implant the right atrial lead had low sensing after being fixated. This occurred in multiple placement locations. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the inner insulation was torn. It was also noted that the distal conductor was distorted, the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.